Event description:
On 4/11/97, the facility's director, outpatient surgery informed the MFR's sales specialist that the device was taken out of the packaging by the physician and as the device bayonet lock was being advanced, apparently the device "pipette broke." No further details were provided at this time.